Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening of the tibial baseplate and pain.